Manufacturer narrative:
Evaluation summary: the product was not returned; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that approximately eight years following an intraocular lens (iol) implant procedure, he noted full lens opacification and glistenings. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. A company physician performed the following evaluation of seven photos received. Haze and/or opacification of iol is apparent; nonetheless, origin, position and precise determination of observations are not able to be determined based only on photos. (B)(4).